Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the subject device had a light emitting diode (led) failure. The issue occurred during an unspecified procedure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The front panel was not lit up. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the darkened light was caused by a failure of the front panel. However, the specific cause of the faulty front panel could not be established at this time. Olympus will continue to monitor field performance for this device.